Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the patient was seen for follow up. A 1.1 joule commanded shock was delivered which resulted in an impedance of 37 ohms and a 41 joule commanded shock was delivered which resulted in an impedance of 36 ohms. The system will continue to be monitored. No changes were made at this time.

Event description:
Boston scientific received information via a latitude red alert that this right ventricular (rv) lead and device displayed a high, out of range shock impedance measurement. Technical services recommended performing some trouble shooting. A request for additional information has been made. There were no adverse patient effects reported. The system remains in service.